Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have damaged conductor wire insulator the conductor wires were exposed. The conductor wire insulation was damaged and the wire was frayed but not fully broken. The instrument passed an electrical continuity test. Components adjacent to the damaged wire insulation do not show damage. The complaint was confirmed by failure analysis. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, prior to anesthesia administration and prior to ports placement, fenestrated bipolar forceps (fbf) instrument conductor wire was found damaged. The instrument was not used on the patient. The procedure was completing as planned with no reported injury.